Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon put the atb35 down through the trocar, closed jaw, and attempted to fire the instrument. The stapler would not fire. Another atb35 was opened and used to complete the case. There was no consequence to the pt.